Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Based on the provided data and information, the root cause was most likely related to poor maintenance by the customer. The customer is using gel tubes and due to pre analytical issues, the sample probes may be contaminated. Per product labeling, the probes should be cleaned daily by the customer but the customer does not perform this maintenance. Based on the precision testing, a hardware issue could not be ruled out.

Manufacturer narrative:
The customer performed a precision check. The investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received questionable crej2 creatinine jaffé gen.2 results for one patient from a cobas 4000 c311 system. The results were 103 umol/l and 103 umol/l. The result from another site was 64 umol/l. The questionable result was reported to the patient. The reagent lot number was 44747901 with an expiration date of 31-aug-2021.